Event description:
A malfunction alarm occurred, displaying malf 0, but no notable events happened before the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Customer technical support assisted the caller by providing pump reset information, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, which the caller acknowledged and understood.